Event description:
It was reported that a cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer contacted tandem technical support, which confirmed the consecutive cartridge alarms and decided to replace the pump. The customer did not use a backup therapy and was advised to contact their healthcare provider. They were informed about receiving a pump with updated software and provided with instructions for returning the defective pump. The customer acknowledged the instructions and understood the need to program their settings and connect their cgm to the replacement pump.